Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flow. On unspecified dates, it was reported that after the tubing sets were primed, the cair clamp of the tubing sets were moved to the closed position to clamp the tubing. After unspecified lengths of time, it was reported that although the cair clamps were in the closed position, slow flow of solutions were noted at the end of the tubing sets. The tubing sets were replaced and the therapies were initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Rep devices from the same lot will be evaluated. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.